Event description:
Fast flow. No adverse event reported. Date of the event: unk.

Manufacturer narrative:
Sample has been rec'd, and is being evaluated. The sample will be evaluated and a f/u report will be filed.